Event description:
Boston scientific received information that during a routine device changeout procedure, extended time to remove the device from the pocket occurred. Once the device was removed from the pocket, the header was observed to be loose. Additionally, difficulty removing the pace/sense portion of the lead was endured as a result of insulation separation and a suspected set screw issue. The chronic right ventricular (rv) lead was surgically abandoned due to no vascular access in the patient anatomy. A new device system was implanted on the opposite side of the patient's body. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the header confirmed that the header was loose and that there was some body fluid in the header. All setscrews were in the up position and moved freely, except the rv ring, which was stuck in the up position. Due to the loose header, some of the feedthru wires were broken, and the therapy availability test was unable to be performed. Based on the review of the memory log the device was functioning normal while implanted.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.